Manufacturer narrative:
As received, reported event for patient experiencing discomfort (described as pocket heating) while charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing while charging was conducted using the returned ipg and returned le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event.

Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient experienced discomfort (described as pocket heating) while recharging their ipg. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.